Event description:
It was reported that the gastrointestinal videoscope had e315 communication scope error. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (initial reporter establishment name): (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.